Event description:
Caller reportedly rec'd a result of approx 200 mg/dl on the advantage system and 104 mg/dl on the dr's device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.